Event description:
The tibial drills did not pass through the protection guide which means that it probably did not pass through the nail. The implementation of the compression rods was impossible and the tibial screws were not implanted due to missing time. The nail was only fixed in the distal part (calcaneum). The nail was not fixed in the tibial part. The product was in contact with the patient but there was no patient injury or death alleged. The event lead to an increase of surgery time of 50 minutes.

Manufacturer narrative:
The panta compression device: product number 519130nd was also used during this surgery. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.